Event description:
It was reported that during the surgery, after fired, noted that the tissue was not cut, but there were some staples deployed on the tissue, then changed another device to complete the procedure. There was no patient consequences reported. No additional information could be provided. Procedure: unknown.

Manufacturer narrative:
(B)(4). Batch # unknown. Per photographic evaluation: this is an analysis of six photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a device from the anvil area with an attached washer. The washer appears to be cut. The second photo shows a device of guide face view and no staples or damages could be observed. The third photo shows a device from the top view on a blister. The device can be seen with the safety disengaged, the anvil partially extended and a cut washer could be observed. The fourth photo shows a device from the handle area with the safety disengaged. The fifth photo shows a box of the device. The sixth photo shows a label of product code cdh29a, lot # u40a07, expiration date: 2025-04-30. Based on the photos the event described cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Manufacturer narrative:
Pc-(B)(4) date sent: 07/28/2022 d4: batch # u5cf5n investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage. The breakaway washer was uncut and indented and there was no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.